Event description:
Clinic notes dated (B)(6) 2014 note that the patient reported worsening seizures. It was noted that the patient had two seizures back to back on (B)(6) 2014 and 21 seizures from (B)(6) 2014. It was reported that the patient had been excited lately with taking care of baby goats in the facility. It was noted that the vns was interrogated and showed battery life was ok, but noted that may need replacement as is 6 years old. It was noted the patient would be referred for surgery. Attempts to obtain additional relevant information have been unsuccessful to date. Surgery intervention has not been performed to date.

Event description:
An implant card was received indicating that the patient underwent prophylactic generator replacement. The explanted generator has not been received for analysis to date.